Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing pain in the hip and abdominal areas following the procedure. The patient was given oral pain medication and is reportedly doing well.